Event description:
A customer contacted baxter's technical service center regarding a home patient (hp) who needed assistance ending therapy using a homechoice machine due to the heater bag becoming disconnected during fill 1 of 4 with a fill volume of 345ml. The technical service representative (tsr) assisted the hp with ending therapy and advised the hp to inform the peritoneal dialysis nurse about the disconnection. The tsr advised the hp to start over with new supplies. Baxter product surveillance contacted the nurse on (B)(6) 2011 regarding the heater bag that disconnected during therapy, and she stated the hp did not contact her regarding the disconnection. Per the nurse, the hp was currently using the cycler for therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).the sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a connection issue is confirmed because the patient reported the heater line became disconnected without falling. The assignable cause code was supply bag disconnected without falling. The problem was confirmed and the assignable cause for the connection issue was determined. The instructions are accurate and provide sufficient level of detail on preventing the connection issue.